Manufacturer narrative:
Tw #(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The lot # 3000457780 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) parachute did not release from the loading handpiece rendering the heartstring unusable. No harm to patient. Replacing the defective heartstring with a new one.